Event description:
The customer contact reported a delay of critical therapy. On an unspecified date, the device was programmed to deliver unspecified concentrations of levophed and dobutamine and the deliveries were started. No specific programming parameters were provided. On an unspecified date, it was reported that the device "just stopped infusing"; however, no specific details were provided. At this time, the nurse noted the pt's blood pressure decreased to an unspecified level. The device was removed from clinical service. Therapy was resumed suing a replacement device. There were no medical interventions reported. There were no reported adverse pt sequelae. Through requested, no additional info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all the info known by the reporter upon query by hospital personnel.